Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: the actual device was received for evaluation. It was received for analysis a winding former with a detached needle and a paper lid of product code vcp358h. During the visual inspection of a detached needle, the swage and attachment area were not as expected; since the swage area is shorter than the die length this condition causes that the needle was detached of the suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is an incorrect swage.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened when sewing. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.